Event description:
Customer reported that he was hospitalized due to low blood glucose. Blood glucose at the time of the admission was 20mg/dl. Customer stated his was at 100mg/dl at noon and ate vegetable soup then he doesn't remember anything after that. Customer also reported that a day ago he had the paramedics go to his house because he was in a semi coma. Customer stated that the transmitter is not working and he is unable to track his blood glucose; he has inserted 3 sensors in and can't get it to communicate with the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.